Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the urgency returned about a week and a half ago. Patient had to go to the bathroom and they would have to run to get there on time or else she would be incontinent. Patient reported that they have aching feeling in the right side of their bike seat area. It was also reported that they had return of symptoms. Patient did not feel stimulation but therapy was on. The patient stated that stimulation was comfortable now when they increase it from 4.5 to 4.8v but then they felt sort of ache in the right side of their bike seat area and it hurts. The patient stated that they had an instance when the stimulation was so strong that they could barely walk. The patient stated ever since that happened, patient had this weird, achy feeling in the right side of the bike seat. Patient tried to decrease the stimulation but they had the feeling never really went away. Patient asked about changing programs but they were instructed to consult with doctor for more information or troubleshooting. Patient had been back to the doctor again for more botox. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.